Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that they experienced hyperglycemia. The customer blood glucose level was 435 mg/dl. The customer was treated with insulin pump. Customer stated they declined to troubleshot for high blood glucose level. Customer also reporting a sensor cannula was bent. The device will not be returned for analysis.